Event description:
It was reported that a patient was noted to experience a myopic refractive surprise following the implantation of a single piece preloaded toric intraocular lens (iol) in the right eye starting at pom #1. The visual symptoms were first observed during a post-operative examination. The patient also expressed dissatisfaction with the uncorrected vision following cataract surgery. The manifest refraction (mrx) was a -0.75 sph, whereas the target was -0.25 diopter. The original lens was subsequently explanted during a secondary surgery and was replaced with a johnson and johnson iol of the same model with a 23.0 diopter. The pre-operative bscva was 20/25-2 and the post-operative bscva was 20/20-1. Daily activities were affected specifically difficulty driving and working. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medication prescribed that was outside of the standard of care and no reported surgical delays. Directions for use was followed. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.